Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4). This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-11159.

Event description:
After deployment of a 26 mm sapien 3 valve in the aortic position, the commander delivery system balloon burst. Upon removal of delivery system, the delivery system could not be removed through the sheath. The sheath and delivery system were removed as a unit. The sheath was damaged and appeared bunched up with a possible liner delamination. During removal there was much difficulty removing the sheath. The patient is stable and transferred for post management care. Devices are being returned for evaluation. As reported, the balloon was getting caught on the sheath. Coaxial alignment of the delivery system into the sheath was obtained. There was no crossing difficulty. There was no retained volume in the balloon as the valve was deployed with nominal inflation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted for observation noted by engineering. As per engineering observation, a liner strand on the tip of the liner was noted. Complete evaluation is pending.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: liner delamination, liner bunched at distal end, no liner tear, c-marker band attached, deep scratches on sheath shaft, minor soft tip damage, and liner strand observed on the distal tip of the liner. Imagery was provided and revealed access vasculature tortuosity and calcification are present. Functional and dimensional testing was not performed due to the condition of the returned device. During manufacturing per procedure, the sheath shaft components are 100% visually inspected and tested several times. The sheath shaft is visually inspected for defects. During the manufacturing process the esheath final assemblies are 100% visually and dimensionally inspected by both manufacturing and quality per procedure. In addition, after sterilization, the sheaths are inspected and tested under a sampling basis during product verification (pv) testing per procedure. All samples passed pv testing. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review revealed no additional complaints related to the event. A review of the complaint history from april 2019 to march 2020 revealed other returned complaints for the reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for all the trend categories. The esheath IFU, device preparation training manual, and procedural training manual were reviewed for guidance and instruction involving the esheath and delivery system usage. The procedural training manual provides guidance on delivery system removal and removal for balloon rupture. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. If the delivery system balloon ruptures during deployment without embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and remove the delivery system through the tip of the sheath, maintain guidewire position, check for pv leaks under echo and if post-dilation is needed, use a new delivery system. Based on the review of the IFU and training manuals, no deficiencies were identified. The complaints were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing nonconformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As reported, ¿after deployment of a valve in the aortic position, the commander delivery system balloon burst. Upon removal of delivery system, the delivery system could not be removed through the sheath. The sheath and delivery system were removed as a unit. The ruptured balloon was sticking out of the sheath upon removal and caused vascular injury¿. A burst balloon can have a larger profile that can catch onto the sheath tip during removal and prevent it from entering the sheath. Excessive force and manipulation may be applied to retrieve the caught delivery system, which likely led to delamination of the sheath liner. The excessive force and manipulation could have also resulted in the formation of the liner strand as the liner was pulled away from the hdpe. In this case, available information suggests that procedural factors (excessive force/manipulation due to withdrawal of the burst balloon) may have contributed to the reported events. However, a conclusive root cause is unable to be determined. No IFU/training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend category did not exceed march 2020 control limit. Therefore, neither pra escalation nor corrective actions are required at this time.